Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was trying to change the infusion set and prime the pump. Customer's blood glucose level was 153 mg/dl. Customer treated with a shot. Customer stated that the drive support cap was protruded. Customer was advised to use a back-plan for now until he is trained on the other pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.